Manufacturer narrative:
According to the distributor, the dentist refused to provide the patient's ID, age, weight, ethnicity, and race. Upon receiving the device involved in the MDR event from the distributor, nakanishi conducted a failure analysis of the returned device, which included measuring the operating temperature of the device [report no. (B)(4)]. These activities are described in more detail below. Methodology used: a) nakanishi examined the device history record and the repair history for the subject forza f5 device [serial no. (B)(4)]. There were no problems observed during manufacturing or testing noted in the DHR. There were also no repair history records since the device was shipped. Nakanishi conducted temperature testing of the returned device in the following manner: temperature sensors were attached to the exterior of the device at various test points. This included the point most proximal to the patient (testing point (1)) and points further toward the distal end of the device (testing points (2) through (4)). The test setup was prepared to take temperature measurements at all points simultaneously, including a reference measurement at ambient room temperature. Nakanishi attached a thermocouple (sensor to measure temperature) to each of the testing points. Nakanishi rotated the device's motor at 40,000 min-1, which is the maximum rpm for the motor that drives the handpiece (200,000 min-1 for the handpiece), with water spray, and measured the exothermic response. Nakanishi measured the temperature rise of the returned handpiece set at 200,000 min-1 (motor revolution 40,000 min-1). Nakanishi observed an abnormal temperature rise at test points (1) and (2) a few seconds into the test. Temperature measurements 30 seconds after the start of the test were as follows: test point (1): 67.2 degrees c. Test point (2): 92.4 degrees c. Test point (3): 32.7 degrees c. Test point (4): 33.3 degrees c the increase in temperature was so sudden that the test was concluded 30 seconds into the planned 5-minute evaluation period. Identification of the specific failure mode(s) and/or mechanism(s) of the associated device components was conducted as follows: nakanishi disassembled the handpiece and performed a visual inspection of the internal parts. Nakanishi observed a counterfeit cartridge and headcap in the device. The differences between nsk cartridge/headcap and the counterfeit ones are as follows. There was a c-ring in the headcap. The ball bearings in the cartridge were made of steel. The shape of the bearing retainer in the cartridge was different from the original nsk one. Nakanishi took photographs of all the disassembled parts and kept them in investigation report #(B)(4). Conclusions reached based on the investigation and analysis results: nakanishi determined that the cause of the overheating of the returned device was use of the internal parts not recommended by the manufacturer (nakanishi). Misuse by the user contributed to the reported overheating. In order to prevent a recurrence of the handpiece overheating, nakanishi took the following actions: nakanishi reviewed the operation manual and reconfirmed the clarity and understandability of the instructions. Nakanishi reported the above evaluation results to brasseler USA and directed brasseler USA to remind the user of the importance of using the device as instructed in the operation manual.

Event description:
On february 3, 2021, nakanishi received an email from a distributor (brasseler USA) about an nsk handpiece overheating. Details are as follows. The event occurred on (B)(6) 2020. A dentist was performing a crown preparation for #19 of the patient's teeth using a forza f5 handpiece (serial no. (B)(4)). During the procedure, the handpiece overheated and burned the inside of the patient's mouth. The dentist prescribed the patient peridex to rinse the patient's mouth. Later, the patient called the dental office to report that the pain had gotten worse with swelling. The dentist prescribed kenalog in orabase and a z-pack.